Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to nominal pressure. However, at second inflation, it was noted that the balloon ruptured at the lesion area. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.